Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated that the patient was experiencing both withdrawal and overdose symptoms. The cause of the symptoms was not yet known due to the exploratory surgery and magnet resonance imaging still pending. It was reported that frequent pump reprogramming has been occurring to help resolve the patient's symptoms. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that 3 months after the pump was implanted on (B)(6) 2016 the patient began having issues. Contradicting statements about the patients symptoms were reported; it was reported that the patient experienced withdrawal symptoms that were later described as overdose. The overdose was noted as occurring for a week or two with it gradually getting worse whenever the medication was increased. A magnetic resonance imaging (MRI) was being performed as well as exploratory surgery to see what was happening with the pump. A contrast test was performed and the pump was reported as functioning properly and there were no leaks found. No further complications have been reported as a result of this event.